Event description:
It was reported via repair work order that the foot end brakes were not engaging due to a broken foot end brake cam and brake adjuster. Head end brakes could still be engaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.